Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high threshold was observed on the right ventricular (rv) lead and x-ray imaging revealed it was dislodged. The rv lead was repositioned to resolve the event and the patient was stable.